Event description:
It was reported that an occlusion alarm occurred. The customer declined troubleshooting. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.